Event description:
The customer received blood glucose readings of 575 and 486mg/dl on the contour next link meter, re-tested on two different meters and the readings were 186 and 183mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer has no remaining strips to return for evaluation replacement test strips were sent to the customer